Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing with known good pads and was left with the battery plugged in, and passed the self-test and did not enter rtc beep mode. The device also passed testing on a simulator. The customer was advised to ensure that the device is taken off the simulator and is well connected to known good pads when not in active use to avoid entering rtc beep mode. The device was recertified and returned to the customer. The data file review shows the device was fully powered on and was turned off by a power button press. Review of the log found that the device entered rtc beep mode for patient impedance (pads on an impedance during self test), no CPR puck detected, and electrode fault. This indicates that the device was not stored properly. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.